Event description:
The pt received the scs system on (B)(6) 2011. It has been reported the pt started experiencing urinary incontinence when the stimulation is in use. Sjm rep reprogrammed the lead to move stimulation away from the stomach. F/u is pending on this pt to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.